Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and underwent a revision surgery in (B)(6) (specific date not reported), in order to reduce the soft tissue around the abutment.